Manufacturer narrative:
The device was received on (B)(4) 2013 and a failure investigation was performed. The visual inspection found the probe to be intact, with no evidence of being "faulty" in any manner of construction or performance. The investigation also found a evidence of charring on the tip which indicates the probe was not cleaned during use. The functional analysis showed that the output power was lower than mfrs specification which is due to the charring on the fiber tip. Iridex warns the physicians, through the instructions for use (IFU) and the user manual, to clean the g-probe during use to avoid tissue accumulation. Also, it instructs physicians to keep the eye irrigated throughout the entire procedure. If organic material is allowed to accumulate on the fiber face, the tip remains highly absorbing for subsequent laser pulses, until the debris is removed. Once contamination occurs, the use of the contaminated device should be discontinued as recommended, and the device should be discarded. It was noted that the discoloration was not observed at the first return visit and that there was no persistent injury.

Event description:
Rep from user facility reports that "during the course of a surgical procedure with the diode laser, a probe was used that burned the conjunctiva." The treating physician stated that she smelled burning tissue while performing a transscleral cyclophotocoagulation with an iridex g-probe (pn 11256, lot # 014772), using ab iridex oculight slx. The surgeon noted that the conjunctiva appeared burned, however, there was no evidence of a burn to the sclera. The treating physician had made a number of unremarkable applications prior to the observed event, and the goal was to try to hear a "pop" to be sure the probe was aligned properly. The pt's ocular surface anatomy was not optimal because the pt had three prior failed trabeculectomies, and there were small patches of pigment in the conjunctiva. The probe was applied over an area that appeared pigmented. Starting treatment power was 1750mw. After the next application no "pop" was heard, and the power was increased to 2000mw. A pop was not heard at any point. Exposure time was maintained at 2000msec. Spot size was 600 microns. A burning odor and discoloration of the conjunctiva was noticed at the next application. The treating physician stated that the eye was kept well hydrated throughout the procedure. It was noted that the discoloration was not observed at the first return visit and that there was no persistent injury. Iridex rep has scheduled training for the physician at the facility.